Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cyst rupture ('cyst ruptured'), pneumonia ('pnemonia'), sepsis ('progressed to sepsis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), cyst rupture (seriousness criteria hospitalization and medically significant), pneumonia (seriousness criterion medically significant), systemic inflammatory response syndrome ("blood infection called sirs"), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full/underwent a total hysterectomy with a device removal / dr. Scrapped her cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, cyst rupture, pneumonia, systemic inflammatory response syndrome, sepsis, dysmenorrhoea, female sexual dysfunction, abdominal pain, vitamin d deficiency, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst rupture, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, nervous system disorder, pelvic pain, pneumonia, sepsis, systemic inflammatory response syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: previously reported insertion date- (B)(6) 2011. Her dr didn't remove her coils due to miss communication but only took her uterus. Patient received treatment for- vitamin d deficiency, urinary problems, bladder infection, uti and vaginal infection. "Concerning the injuries reported in this case, the following one was reported via social media: pnemonia,systemic inflammatory response syndrome, cyst ruptured and sepsis. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events dysmenorrhea(cramping), abdominal pain, apareunia, general abnormal bleeding, vitamin d deficiency, urinary problems, bladder infection, urinary tract infection, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, neuro condit/problem and weight gain were added. Reporter and patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), cyst rupture ("cyst ruptured"), pneumonia ("pnemonia") and sepsis ("progressed to sepsis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), cyst rupture (seriousness criteria hospitalization and medically significant), pneumonia (seriousness criterion medically significant), systemic inflammatory response syndrome ("blood infection called sirs") and sepsis (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy with a device removal / dr. Scrapped her cervix). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, cyst rupture, pneumonia, systemic inflammatory response syndrome and sepsis outcome was unknown. The reporter considered cyst rupture, hypersensitivity, menstrual disorder, pelvic pain, pneumonia, sepsis and systemic inflammatory response syndrome to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Her dr didn't remove her coils due to miss comunication but only took her uterus. "Concerning the injuries reported in this case, the following one was reported via social media: pnemonia,systemic inflammatory response syndrome, cyst ruptured, sepsis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from social media received. Event, ruptured cyst, sepsis, pneumonia, systemic inflammatory response syndrome are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cyst rupture ('cyst ruptured') and sepsis ('progressed to sepsis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal bleeding, pyelonephritis, pelvic pain female, dysfunctional uterine bleeding, adenomyosis and endometriosis. Concurrent conditions included pneumonia. Concomitant products included dextromethorphan polistirex (robitussin 12 hour cough relief), levofloxacin (levaquin) and metformin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), cyst rupture (seriousness criteria hospitalization and medically significant), pneumonia ("pnemonia"), systemic inflammatory response syndrome ("blood infection called sirs"), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea cramping"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full/underwent a total hysterectomy with a device removal / dr. Scrapped her cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, cyst rupture, pneumonia, systemic inflammatory response syndrome, sepsis, dysmenorrhoea, female sexual dysfunction, abdominal pain, vitamin d deficiency, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst rupture, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, nervous system disorder, pelvic pain, pneumonia, sepsis, systemic inflammatory response syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: previously reported insertion date(B)(6) 2011. Her dr didn't remove her coils due to miss communication but only took her uterus. Patient received treatment for- vitamin d deficiency, urinary problems, bladder infection, uti and vaginal infection. Discrepancy noted in date of removal: 11may2014(as per mr) . Concerning the injuries reported in this case, the following one was reported via social media: pnemonia,systemic inflammatory response syndrome, cyst ruptured and sepsis. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received: medical history, reporter information, patient's aka name added. Rcc was updated. On 24-may-2021: medical record received: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cyst rupture ('cyst ruptured') and sepsis ('progressed to sepsis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included vaginal bleeding, pyelonephritis, pelvic pain female, dysfunctional uterine bleeding, adenomyosis and endometriosis. Concurrent conditions included pneumonia. Concomitant products included dextromethorphan polistirex (robitussin 12 hour cough relief), levofloxacin (levaquin) and metformin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reactions"), cyst rupture (seriousness criteria hospitalization and medically significant), pneumonia ("pnemonia"), systemic inflammatory response syndrome ("blood infection called sirs"), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), vitamin d deficiency ("vitamin d deficiency"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nervous system disorder ("nuero condit/problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full/underwent a total hysterectomy with a device removal / dr. Scrapped her cervix). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstrual disorder, hypersensitivity, cyst rupture, pneumonia, systemic inflammatory response syndrome, sepsis, dysmenorrhoea, female sexual dysfunction, abdominal pain, vitamin d deficiency, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nervous system disorder and weight increased outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst rupture, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, nervous system disorder, pelvic pain, pneumonia, sepsis, systemic inflammatory response syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: previously reported insertion date-(B)(6) 2011 her dr didn't remove her coils due to miss communication but only took her uterus. Patient received treatment for- vitamin d deficiency, urinary problems, bladder infection, uti and vaginal infection. Discrepancy noted in date of removal: (B)(6) 2014(as per mr). "Concerning the injuries reported in this case, the following one was reported via social media: pnemonia,systemic inflammatory response syndrome, cyst ruptured and sepsis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (underwent a total hysterectomy with a device removal/dr. Scrapped her cervix ). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2017: consumer informed dr. Scrapped her cervix (unspecified procedure done before essure removal). Another lawyer reporter added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (underwent a total hysterectomy with a device removal due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.